Event description:
It was reported thrombosis occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected for use. After achieving femoral access, a transseptal puncture (tsp) was performed. As physician prepared to deploy the wds, a thrombus was noted in the laa. The physician elected to cancel the procedure with plans to reschedule in the near future. The patient was monitored and was discharged home the following day with adjusted medications to dissolve the clot. There were no further complications reported.